Manufacturer narrative:
Received one single dpt kit in an open package . The package was partially opened. The blue "cvp" label had been removed from the label sheet and placed on the dpt stopcock. The IV tubing paper band had been removed. However, there was no priming solution visible inside the kit. The caps of the IV spike and luers remained attached to the kit. There were multiple black spots of unknown material noticed on the IV spike cap or between the IV spike and cap. The cap was not removed from the IV spike to preserve original condition of the sample. A root cause analysis is underway at this time.

Event description:
It was reported that when the packaging was opened, they found the tip of the dropper dirty. No patient injury was reported.